Event description:
Same case as MFR #: 2134265-2013-01570. It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The vascular diameter was large. The 75% stenosed lesion was located in a mildly tortuous and severely calcified proximal right coronary artery. A 4x20mm apex balloon was inflated and on the first inflation ruptured at eight atmospheres. The balloon was removed intact. Then a maverick xl mr, 5.5mm x 15mm balloon was inflated and on the fist inflation ruptured at six atmospheres. The device was removed intact. The procedure was completed a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).